Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. D6b: explant date: (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5091843/5092357.